Event description:
The customer was hospitalized for high bgs. Dr indicated that he did not have pump that the customer would be able to call from home. The contact stated that the device should be replaced because the pump does not work and when the customer is connected bgs goes up. The customer has done injections and their bgs come down.